Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.43 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded and printed at the svc ctr. The device history indicates that on (B)(6) 2011 at 1016, line a of the device was turned on and the volume infused (vi) and the settings were cleared. At 1021, the device was programmed to deliver at a rate of 90.9 ml/hr with a vtbi (volume to be infused) of 250 ml, for a duration of 2 hrs and 45 min and delivery was started. At 1118, the delivery was stopped with a volume infused of 86.5 ml, the device was turned off and on, and the settings cleared. At 1119, the device was turned off. At 1120, the device was turned on, vi of 0 ml was cleared and the device was reprogrammed to deliver at a rate of 96.7 ml/hr, with a vtbi of 145 ml, for a duration of 1 hr and 30 min and delivery was started. At 1250, the device alarmed for n161 (line a vtbi complete) and kvo 1 ml began. At 1252, the device was reprogrammed to deliver with a vtbi of 25 ml, for a duration of 15 min, and delivery was started. At 1307, the device alarmed n161, the delivery was stopped with a vi of 170 ml. At 1309, the device alarmed n102 (infuser idle 2 minutes). At 1113, the alarm was silenced and the device was reprogrammed to deliver at a rate of 360 ml/hr, with a vtbi of 900 ml, for a duration of 2 hrs and 30 min, and delivery was started. At 1402, the device alarmed for n232 (proximal air a backprime). At 1403, the alarm was silenced and the device was turned off. A review of the pump history indicates that the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt more blood than intended. The pt was receiving 2 units of blood. At an unspecified time, the pump was programmed to deliver the first unit of blood, at an unspecified rate, with a vtbi (volume to be infused) of 300 ml, for a duration of 2 hours and 45 minutes, and the delivery was complete as expected. After the first unit was delivered, the pump was reprogrammed to deliver the second unit of blood, at an unspecified rate, with a vtbi (volume to be infused) of 300 ml, for a duration of 2 hours and 30 minutes, and delivery was started. No further programming parameters were provided. It was reported that 1 hour and 5 minutes later, the delivery was complete. There were no reported adverse pt effects. It was reported that the pt was "stable and he felt well." No medical interventions were required. Though requested, no add'l info was provided.